Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 17 mg/dl, and a loss of consciousness. Reportedly, customer delivered too much insulin via bolus in addition to the pump's auto bolus feature. Additionally, customer was reportedly experiencing hormonal issues due to a miscarriage. Customer required assistance from partner via glucagon and consumption of carbohydrates. No additional information was provided.